Manufacturer narrative:
Engineer reviewed the returned part. It would move up & down, indicating it would distract. Possible the pt consolidated quickly, there was soft tissue inhibiting the device or the osteotomy was not complete. Unable to confirm which, if any, of these occurred. Engineer did discover the pin that activates or deactivates the ratcheting mechanism was stuck depressed, allowing it to move like a non-ratcheting distractor, this had no bearing on the part being able distract, which was the reason for the revision surgery. Current info is insufficient to permit a valid conclusion about the cause of this event. If additional info is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Distraction was not advancing, revision surgery done to remove device.